Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. Based on the information provided the reported slda is the result of patient conditions. The reported recurrent mr and dyspnea are the result of the slda and the recurrent mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The additional mitraclip device referenced is being filed under a separate medwatch report number. The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip detachment, partial clip detachment, hospitalization, surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted long posterior mitral leaflet (2cm) and the physician suspects there were poor tissue conditions due to patient undergoing cytotoxic treatment. On (B)(6) 2020, two xtr clips were implanted and mr reduced to 1-2. On (B)(6) 2020 the patient was re-hospitalized for dyspnea ongoing for a week. It was found that the first clip became detached from both leaflets due to poor tissue conditions and cytoxic treatment. Inflammation was observed around where the clip was implanted, bu the physician stated the inflammation is not eelated to the clip. The clip embolized to the lower right pulmonary vein. The second clip became detached from the posterior leaflet, but remained attached to anterior other leaflet (single leaflet device attachment/slda). The mr increased to 4 on (B)(6) 2020 the patient received heart surgery including a biological mitral valve replacement and a tricuspid ring. No additional information was provided.